Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of left coil") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient started essure (ess205) at an unspecified dose and frequency. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with essure removal and hysterectomy on (B)(6) 2005 with procedural pain ("painful post-operative recovery"). Essure (ess205) was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, back pain and procedural pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, back pain and procedural pain to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2004: hysterosalpingogram result was full occlusion of right fallopian tube. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced migration of left coil and heavy bleeding (seen as genital bleeding). Approximately 7 months after insertion procedure, coils were removed. These events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown. However, given its nature, the event migration of left coil was considered related to essure. This case was regarded as incident since intervention was required (device removal). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced migration of left coil and heavy bleeding (seen as genital bleeding). Approximately 7 months after insertion procedure, coils were removed. These events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown. However, given its nature, the event migration of left coil was considered related to essure. This case was regarded as incident since intervention was required (device removal). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of left coil"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2005, the patient experienced hypoaesthesia ("other injury(ies) or complication (s) please describe: right hand numbness") and paraesthesia ("tingling"). On (B)(6) 2005, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain and back pain ("back pain"). The patient was treated with surgery (essure removal and hysterectomy on (B)(6) 2005) and surgery (total vaginal hysterectomy with right salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, back pain, procedural pain, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, hypoaesthesia and paraesthesia outcome was unknown and the headache, dysmenorrhoea and pelvic pain had resolved. The reporter considered back pain, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff¿s symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: full occlusion of right fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet & medical record received. Events device expulsion, dysmenorrhea, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal discharge and vaginal hemorrhage are added. Lab data updated. Concomitant & historical drugs & condition are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of left coil"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy bleeding") in a 21-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble getting one of the coils into her fallopian tube.". The patient's concurrent conditions included kidney infection. Concomitant products included vicodin and vicodin (norco) from 2004 to 2008 for dysmenorrhea, ibuprofen (motrin) since 2015 for vaginal bleeding and menorrhagia and silver nitrate and tolnaftate (antifungal) for vaginal discharge. On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2005, the patient experienced hypoaesthesia ("other injury(ies) or complication (s) please describe: right hand numbness") and paraesthesia ("tingling"). On (B)(6) 2005, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain and back pain ("back pain"). The patient was treated with surgery (hysterectomy/(full), salpingectomy (one side removal of fallopian tube) and surgery (total vaginal hysterectomy with right salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, hypoaesthesia and paraesthesia outcome was unknown and the back pain, headache, dysmenorrhoea and pelvic pain had resolved. The reporter considered back pain, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff¿s symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: full occlusion of right fallopian tube; on (B)(6) 2005: unilateral occlusion (right tube occluded . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: doctor had trouble getting one of the coils into her fallopian tube and outcome of event back pain updated to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.